Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The 14fr esheath was not returned to edwards lifesciences for evaluation. Without the device visual inspection, functional testing and dimensional analysis could not be performed. Review of the procedural videos and device photographs revealed sheath distal tip tearing with stretching visible along the radial and axial score lines. The patient¿s 3mensio report revealed some tortuosity and calcification in the access vessels. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. Although the complaint was confirmed, a complaint history review is not required as the issue has been previously identified in a product risk assessment, which captures root cause analysis for the issue. Per instructions for use (IFU) and training manuals orient the sheath appropriately and maintain orientation for the duration of the procedure. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. If a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During the manufacturing process, the sheath shaft components undergo multiple 100% visual inspections under 3x magnification. The final esheath assemblies undergo multiple 100% visual inspections by both manufacturing and quality. The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed based on the provided imagery. However due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. A manufacturing non-conformance/defect was not confirmed. A definitive root cause was unable to be determined. However, investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Evaluation of the imagery revealed stretching along the tear/score lines. Tearing of the sheath distal tip may be caused by factors related to design/manufacturing of the sheath (e.g. Location of tip score lines, depth of tip score lines). These factors may lead to improper expansion of the sheath distal tip during delivery system insertion, contributing to the failure mode. However, a definitive root cause is unable to be determined. The failure mode may be related to improper expansion of the sheath tip during thv advancement. From visual inspection, the sheath tip tore (a characteristic feature of the failure mode identified in the product risk assessment). Based on the condition of the sheath (failure of tip to open properly along axial score path), the failure mode is likely related to the product risk assessment. Additionally, a CAPA has been initiated to pursue potential process improvement activities regarding tip expansion which were identified during the investigation. Although a definitive root cause is not able to be determined, the failure mode appears to be related to improper expansion of the sheath tip during thv advancement. A product risk assessment has been previously initiated to document the investigation and assess associated risks for the issue. A CAPA has been initiated to pursue potential process improvement activities regarding tip expansion which were identified during the investigation.

Manufacturer narrative:
UDI number: (B)(4).

Event description:
As reported, when advancing the 26mm sapien 3 ultra valve and commander delivery system through the 14fr esheath, there was a visible ¿pop¿ on fluoro as the delivery system and valve exited the esheath. No abnormalities were detected under fluoro and functionality of the delivery system was confirmed. The procedure was continued, and the valve was deployed without incident. When the esheath was removed, the device was inspected. It was noted that the tip had an ¿unusual appearance¿. A run-off shot of the descending aorta into femoral artery showed no vascular injury. The access vessels were reported to be ¿of sufficient caliber¿ to accommodate a 14fr esheath. Review of the provided device photos indicated the sheath distal tip was spilt.